Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced asystole where the smartpass feature automatically deactivated leading to t-wave oversensing and multiple inappropriate shocks delivered from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received additional inappropriate shocks during resuscitation. The hospital performed a catheterization where a third degree av block occurred. Therapy had not been programmed off in the device, thus additional shock therapies were delivered. The patient is currently being paced with an external pacemaker. Additional information was received that technical services (ts) reviewed available episodes and confirmed a smart pass episode showed what appeared to be an asystole. The smart pass filter was deactivated due to no signal detected for greater than ten seconds. The episode was only recorded due to the deactivation of the smart pass filter. There was no appropriate or inappropriate therapy delivery in this episode. Several subsequent episodes showed oversensing of artifacts which were most likely related to cardiopulmonary resuscitation (CPR), which resulted in inappropriate shock therapy. Ts noted this behavior can be expected due to massive manipulation and pressure on the sensing electrode during CPR. Episodes which followed the inappropriate shock therapy are believed by ts to have been induced as they were likely recorded while the patient was in the hospital environment undergoing an electrophysiology (ep) procedure. The potentially induced episodes could not be terminated by shock delivery from the s-ICD, and an artifact was noted by ts which could be related to external shock delivery. Additional artifacts show the same pattern as external shock delivery. The s-ICD remains in service and no adverse effects were observed.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient experienced asystole where the smartpass feature automatically deactivated leading to t-wave oversensing and multiple inappropriate shocks delivered from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient received additional inappropriate shocks during resuscitation. The hospital performed a catheterization where a third degree av block occurred. Therapy had not been programmed off in the device, thus additional shock therapies were delivered. The patient is currently being paced with an external pacemaker.